Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed hstroponin result on the architect i2000sr analyzer. The following data was provided for a male patient diagnosed with acute myeloid leukemia: sid (B)(6) initial 138, repeats 20.3, 84.0, 74.5, 175ng/l. The customer is using a cutoff of 26 ng/l. There was no negative impact to patient management reported.

Manufacturer narrative:
An investigation of the customer's issue included a review of the complaint, a review of the complaint trending report for the product, a review of labeling, the lot number's product quality history, a review of the instrument logs, and accuracy testing. There was no adverse trend identified for the customer's issue. Labeling was found to be adequate. The product was not returned, so an internal panel was used to test with retained kits of the likely cause reagent lot and the accuracy testing was sufficient. Based on the information provided and abbott diagnostics' complaint investigation, no product deficiency was identified.